Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be determined based on the information available. Shockwave became aware of two events reported to maude (mw5153003) by the patient. Two separate mdrs will be submitted for this maude report (MFR # and MFR# 3015053858-2024-00035). The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
Shockwave became aware of two events reported by the patient to maude via medwatch # mw5153003 for an event that occurred in india. A shockwave coronary c2 intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left anterior descending (lad) artery. The physician treated the diagonal branch first, and then proceeded to treat the lad lesion. However, it was very tight, and the physician could not deliver ivl treatment. The physician then predilated with a 1.0 and 2.0 nc (noncompliant) balloon, and then used a 1.25 rota burr. Although it was difficult, he was able to use the ivl catheter to successfully deliver 60 pulses. Upon removal of the ivl catheter, the catheter detached approximately 15 cm proximal to the exit port of the over-the-wire portion. It took about 90 minutes to remove the catheter from inside the patient. The detached portion of the ivl catheter was successfully removed in the guideliner. The patient stated experienced discomfort and chest pain. St depression was noted, and a balloon pump was put in place. The patient is currently stable.